Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. As per clinical, patient had faint pulses over the right leg (rle), and amputation was done to treat ischemia. The root cause of the limb ischemia issue was not determined due to insufficient clinical information.

Event description:
The complainant reported a 76 year old female patient presenting with acute myocardial infarction and cardiogenic shock for independent impella insertion. A notification was captured via long-term outcome and quality indicator (loqi) impella registry on (B)(6) 2023 that reported limb ischemia in the impella inserted limb. Vascular consultation found no emergent intervention required, but recommended outpatient support for a possible limb amputation (if deemed necessary).

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.